Event description:
In late 2008, the patient reported experiencing an e4 (occlusion) error on his infusion device and his blood glucose was elevated to 327 mg/dl. His normal blood glucose level is 80-130 mg/dl. He bolused via injection to lower his blood glucose. To troubleshoot, the patient was instructed to disconnect from his infusion site and to bolus 5 units. He received an e4. He was instructed to remove the infusion tubing and he was able to bolus through the adapter without error. He attached a new infusion tubing and was able to prime and reconnect to the infusion site without error. He stated that the infusion tubing had been in use for 2-3 days. Upon follow up four days later, the patient reported that his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.